Event description:
Customer reports back to back testing on the same meter while using the compact plus system with results of 164 mg/dl and 77 mg/dl. L1 quality control was run and in range. No adverse event reported. A request was made for return of the suspect product and a replacement was sent.